Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for closure in the stomach during a gastroscopic gastric mucosal dissection procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: investigation results: the returned resolution clip device was analyzed, the clip assembly attached and after a functional inspection the clip assembly was able to perform a full deployment. The device was returned without the outer sheath. No other problems with the device were noted. The reported event of clip could not deploy was not confirmed. Investigation found the device returned with evidence that the clip was able to be deployed. In addition, the device returned without the outer sheath. Therefore, the most probable root cause for this investigation is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for closure in the stomach during a gastroscopic gastric mucosal dissection procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.